Event description:
As part of a legal dispute intuitive surgical received information regarding a patient that underwent a da vinci bladder lift on (B)(6) 2011. The legal document received alleges that the patient suffered the following injury due to the da vinci surgery:bowel injury.

Manufacturer narrative:
Based on the limited information provided, intuitive surgical has not determined the root cause of the post-surgical complications experienced by the patient. If additional information is received, a follow up medwatch report will be submitted to the FDA. This complaint is being reported due to the following conclusion: the patient reportedly experienced post-surgical complications after undergoing a da vinci surgical procedure.

Manufacturer narrative:
On 04/09/2014, intuitive surgical, inc. (Isi) was provided with the operative report. In the operative report there is no indication of a da vinci surgical system, instrument, and/or accessory being used during the operation. A standard laparoscopy was performed using an optiview system and the patient was found to have significant bowel and omental adhesions. An exploratory laparotomy was deemed necessary and then performed, however, there was no record of a bowel injury. The laparotomy records were not provided. Based on the information provided, this complaint is being reclassified as non-reportable as there is no indication in the operative report of a da vinci surgical system, instrument, and/or accessory was used during the operation.